Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 50 mg/dl at the time of the incident and treated with orange juice. Customer does not wish troubleshoot for low blood glucose. The customer reported that while changing the battery she noticed a crack at the reservoir compartment and a crack in the corner of her screen. Advise to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advise the pump will need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The device was received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window and stained end cap sticker.